Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2013. According to the complainant, during a routine follow-up visit on (B)(6) 2014, it was reported that the patient experienced bladder spasms with an onset date of (B)(6) 2014. The physician reported that the most likely cause of the bladder spasms was related to the dissection during the procedure. The patient was treated with vesicare on (B)(6) 2014 and is reported to be recovering. Additional information received (B)(4) 2014. The adverse event of bladder spasm has resolved.

Manufacturer narrative:
Product was not returned; therefore, a physical evaluation of the device could not be performed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed; there is no information provided which indicates that the device was not used in accordance to the dfu. A specific cause of the alleged failure could not be identified; however, bladder spasms are associated with overactive bladder, and overactive bladder is listed in the directions for use (dfu) as a potential complication. Therefore, the most probable root cause is "anticipated procedural complication".

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2013. According to the complainant, during a routine follow-up visit on (B)(6) 2014, it was reported that the patient experienced bladder spasms with an onset date of (B)(6) 2014. The physician reported that the most likely cause of the bladder spasms was related to the dissection during the procedure. The patient was treated with vesicare on (B)(6) 2014 and is reported to be recovering.